Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that the unit was upgraded and was released meeting all specifications

Event description:
The customer reported that the unit briefly caught on fire. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date of follow-up report : 11/05/2015. One used forcefxc unit was received for evaluation. The reported condition was not confirmed. The unit presented no evidence of having been on fire. The investigation did not identify anything that would have caused or contributed to the reported event. The returned product was upgraded and calibrated, and testing found the unit to function normally and within specification.